Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted leaflet for a triclip procedure. During the procedure, leaflets were grasped, clip failed establish final arm angle (efaa) during first lock test. Clip was opened, relocked and closed 3 times but continued to fail. Clip was removed from the patient and replaced with another clip. Replaced second clip also failed efaa during first lock test. Troubleshooting was performed but was unsuccessful. Second clip was removed from the patient and replaced with another clip. Replaced third clip was implanted successfully. All steps were performed as per IFU. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.